Event description:
When importing a reference from the (CT) rpm 1.6 system with setting breath-hold this curve has no breath-hold setting in the truebeam application. Reviewing the important curve is recommended by the manual, hence we noticed the discrepancy. The main complaint is when you choose breath-hold technique the system changing the (imported/reference) thresholds of the gating curve to default "planned" thresholds without any warning. Customer claims they could easily start a gated treatment with different thresholds as intended, which could possibly lead to mistreatment.

Manufacturer narrative:
The alleged behavior was confirmed. When on a CT scanner the breathing technique breath-hold is selected, the rpm data converter does not correctly convert this setting into the dicom file. The dicom tag which defines the breathing technique is set to free breathing (indicating a periodic breath technique is used) instead of breath-hold technique. The following varian discrepancy report has been created to address this software problem: (B)(4). When the customer then choose a different breathing technique when importing the breathing data into truebeam the breathing settings are set to a predefined default value without a customer notification. The following varian discrepancy report has been created to address this software problem: (B)(4). No report of injury was received. At this time, analysis is ongoing to determine if serious injury could result, should this situation recur. Additional follow-up to this MDR is expected. (B)(4).